Manufacturer narrative:
This complaint is confirmed as the reported issue (drill sleeve could not be attached to a plate) is known from previous complaints. Appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 1x unk plate

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part: #03.114.001 -synthes lot # h028400. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Release to warehouse date: 05jan2017. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported the veterinary surgeon could not attach the locking compression plate (lcp) threaded drill guide to the lcp plate. It is not known if any patient or surgery was involved. Concomitant devices reported: lcp plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) lcp threaded drill guide. This is report 1 of 1 for (B)(4).